Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the event involved a male pt while in the cath lab during an emergency procedure. The md inserted the rediguard 40cc intra-aortic balloon (iab) sheathless via right femoral artery and attached to a maquet 98xt intra-aortic balloon pump (iabp). A "gas leak" alarm sounded and therapy could not be initiated. The pt was in a fib at rate 140-150 beats per minute. Fluoroscopy in the cath labs was used and showed the iab to be in the correct position with no visible kinks. As a result, the iab was removed and successfully replaced using the same insertion site with a maquet iab which worked normally. There was an approximated 10 minute delay or interruption in therapy and they had maintained the drop in blood pressure. There was no medical/surgical intervention required. No report of pt death or injury. Delay in therapy was the only complication noted. The pt outcome is the pt is still on ward with maquet iab.